Event description:
Customer's mother reported that the insulin pump alarmed for the battery while her son was on his way to school. Customer put in a new battery and the insulin pump alarmed battery fail and did not deliver insulin. The blood glucose reading was 86 mg/dl. The battery cap is damaged and a new battery cap was sent to customer. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.